Event description:
It was reported that the faradrive sheath had a leak. It was reported that before of an atrial fibrillation pulse ablation procedure, when preparing the faradrive sheath, it was found that the air tightness of the sheath was poor. Procedure was completed by replacing the device. No patient complications were reported. The device will be returned for evaluation.